Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an aus revision surgery in which the physician removed a 4.5 cuff and placed a 4.0 cuff because he was experiencing incontinence due to improper sizing. A hole in the cuff which caused a fluid leak in the system was identified during the procedure. The patient is expected to fully recover.